Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited intermittent loss of sensing and capture. Visual inspection revealed that the lead was kinked and blood was under the insulation. The lead was capped and replaced. The patient tolerated the procedure well.